Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that while the patient was hospitalized for heart failure related reasons, external monitoring showed loss of rv capture. Additionally, while updating measurements low, out of range pacing lead impedance was also noted. Physiologic factors were suspected. The patient has an lvad and was not symptomatic. Further evaluation was planned. The patients condition was fine.